Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measurement registered as ¿hi¿ on the meter (=600 mg/dl). Details of patient treatment were not provided. Troubleshooting by animas customer support revealed the basal delivery totals did not match the total daily dose with the variation due to cartridge change and prime menu accessed. Animas customer support determined the event was due to a training/misuse issue and the patient was referred to their health care provider for diabetes management.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The pump cover was removed to find moisture corrosion to the internal pump. The history settings issue was unable to be investigated due to the moisture corrosion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.